Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons were under responsive and that there was contamination under all key contacts. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was found to be torn from the ok button to the down arrow button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all buttons. Additionally, the display was found to be dim and discolored. (B)(6).